Manufacturer narrative:
(B)(4). Q core's distributer became aware of the complaint on november 26, 2018, however it was forwarded to q core only on april 5, 2019. The reason for the distributor's late reporting to q core is currently being investigated. The complaint was initially deemed 'not reportable', however following the additional information received on april 10, 2019 it was reassessed and deemed 'reportable'. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump did not stop and did not alarm at the end of the parenteral nutrition infusion."

Manufacturer narrative:
(B)(4). Note: an error occurred during submission this report, only 2 acknowledgements were received therefore this report resubmitted. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump did not stop and did not alarm at the end of the parenteral nutrition infusion."